Manufacturer narrative:
(B)(4). H6 health effect - clinical code - e0131 speech disorder diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient started feeling some dizziness. On (B)(6) 2025, the patient fell and hit his head (which caused some bleeding) and began having some slurred speech. The patient went to an urgent care facility for assistance, who assisted the patient with called an ambulance. Once emergency medical services arrived, the patient¿s cgm was reading 150 mg/dl, and the bg meter was reading 53 mg/dl. The patient was treated with oral glucose gel and the patient felt a ¿little bit better¿. Ems transported the patient to the emergency room. At the ER, the patient¿s cgm was reading 158 mg/dl, and the bg meter was reading 62 mg/dl. The patient was treated with ¿glucose water¿ and the patient¿s tandem insulin pump and sensor was removed. The patient also underwent an MRI (magnetic resonance imaging), which was normal. The patient was discharged after approximately 7 hours when the patient¿s bg meter reading was 113 mg/dl. The patient was ¿stable¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid when ems arrived. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) b5 describe event or problem - correction to the following statement in the initial MDR, "on (B)(6)/2025, the patient started feeling some dizziness." B5 describe event or problem - additional b6 relevant tests/laboratory data,inclu - correction to the following in the initial MDR, "(B)(6)2025: ni" h2 correction/additional information

Event description:
On (B)(6)2025, the patient started feeling some dizziness, during this time the cgm was 110 mg/dl and bg was 220 mg/dl. The reported glucose values fall within the b zone of the parkes error grid on (B)(6)2025.